Event description:
Pt had ostial subclavian stent upon arrival to lab. Viatrac 7x20 balloon inflated 3 times and ruptured. Viratrac 6x20 inflated and ruptured. No harm to pt. Dr states a small portion of the already existing stent was protruding from the subclavian ostium which probably caused the balloons to rupture. Noted an apparent stent fracture on x-ray exam. Dr was aware of the stent fracture.